Manufacturer narrative:
The solex catheter in complaint will not be returned for investigation because it was disposed by the customer. Since the catheter was not returned, an investigation could not be performed. Review of the device history record was not performed because the lot number is unknown.

Event description:
As reported, a (B)(6) pounds (B)(6) years old male was hospitalized for post cardiac arrest. The patient had a smooth insertion of the solex 7 catheter (lot number unknown) through the left internal jugular. After 72 hours (3 days) of dwell time, at 4:45 am, the user's facility nurse was given order to give bolus of 1 liter normal saline to the patient and at 5:30 am, the nurse noticed purple swelling on the left side face of the patient. Therapy stopped immediately and solex 7 catheter was removed. Icy catheter was placed in the patient's left femoral vein to continue with therapy. Icy catheter had been used for pressor and cooling for additional 3 days without any issue. Based on zoll medical safety assessment, the purple swelling on the left side face of the patient was related to use error, the facility nurse did not insert the solex 7 catheter far enough. Zoll has recommended for customer re-training.